Event description:
Additional information received from the patient reported that they called and put in new batteries and turned up the signal. For a day or two it seemed better, but it was worse. The patient indicated still going to the bathroom too many time, wetting themselves before they got there. The patient stated that they did not know the cause of the lack of stimulation. The patient reported that they did not seem to have much control. The issue has still not been resolve.

Event description:
A patient reported they were having a return of bladder symptoms and was not getting a 50% or greater reduction in her symptoms. The patient stated she was "running to the bathroom all the time." The patient reported they do stimulation sometimes, but that she hadn't felt it on the date of the call. The patient stated she felt stimulation in her "bowels." The patient confirmed the stimulation was in the bike seat area. The patient's therapy is on program 1 at 2.0v. The patient reported they had a pacemaker put in and right after she had a pace maker put in she had a sudden return of symptoms. There were no traumas or falls associated with the issue. During the call the patient changed from program 1 at 2.0v to p2 at 0.9v, the patient felt a pain in her tail bone and had to decrease to .9 where she didn't feel stimulation at all. The patient noted on program 2 she didn't feel stimulation in the correct area. The patient changed back to program 1 at 2.0v where the patient felt stimulation comfortably in the correct area. It was noted the patient has only 2 programs on her device. The patient plans to follow up with their healthcare professional (hcp) for symptoms and possible programming. The patient reported the symptoms to be sudden in change. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.